Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. In addition the user guide was reviewed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description.

Manufacturer narrative:
Correction: h6 patient codes: pain, abdominal was inadvertently omitted from the initial report.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to the patient¿s failure to utilize the proper protective equipment (ppe) required when disconnecting during therapy to use the restroom. Additionally, the pdrn reported the events were unrelated to the utilization of any fresenius product(s) and/or device(s). In up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient continued to utilize the same liberty select cycler, without any reported issues of machine malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis (reportedly unrelated to a fresenius product). Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 8932 u/l) were obtained, and the patient was started on intraperitoneal (ip) vancomycin 1.0 gram and ceftazidime 1.0 gram x 21 days (frequency not provided). The peritoneal effluent fluid culture result was negative for growth on (B)(6) 2020, and the patient continued the same course of ip antibiotics. The pdrn attributed causality to the patient disconnecting from the liberty select cycler at night, to use the restroom. The patient admitted to disconnecting without using the proper protective equipment (gloves and mask) on several occasions. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient has recovered from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler as before the events.